Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a stroke. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 16, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging stroke that are related CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown grey dust like contamination on the top enclosure, inlet of the blower box, front panel, rear panel, blower motor, blower motor seal, and blower box. The manufacturer also observed the evidence of liquid ingress with an unknown white dust like contaminate consistent with mineral deposits on the blower, blower box, and inside of the iso (international organization for standardization) port. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to address the patient's symptoms.